Manufacturer narrative:
One medfusion pump was received in good physical condition with no appearance of any physical damage. The event history log was reviewed and there was a primary audible alarm post error. The power up process was conducted and the primary audible alarm post error was unable to be duplicated. The interconnect board connector was glued into the connector on main board. The speaker was replaced as a preventative measure. The battery door and plunger cases were also replaced because they were cracked.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure. There was no reported adverse event.